Event description:
It was reported that an altitude alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Reportedly, the customer did not recall what they did to address bg level, however, bg level was addressed. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.